Event description:
It was reported that the device was explanted due to infection. No other info was provided at the time of this report. A follow-up report will be sent if add'l info becomes available to us.